Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No specific information was provided; this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: the pump history showed the last bolus and the last basal were delivered on 08/23/2014. No alarms related to the complaint were noted in the alarm history; only typical usage was observed. The basal and boluses added up appropriately to total the total daily doses which indicated that the pump was delivering accurately until the last date used. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Product analysis was unable to duplicate the reported complaint. Unrelated to the initial complaint, the display screen had a pinkish contrast.